Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes) has been confirmed. As received, the monitor failed testing. Upon evaluation, the software was corrupt. The cause of the service codes and test failure is the corrupt software. The root cause of the corrupt software cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing multiple service codes.